Event description:
Complainant alleged that while attempting to defibrillate a female patient in ventricular fibrillation (age unknown), the electrodes would not adhere to the patient's skin which may have caused a delay to patient care. Complainant indicated that 4 sets of electrodes were used and that each set was disposed of at the customer's site. Complainant indicated that the patient subsequently expired the next day.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.